Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the black activation button on the bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in was missing from the product. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for the activation button missing with the incident lot was observed; the button was present and assembled properly, however the black ink printed on the button was missing. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for the incident lot was observed as the samples did not meet the required specifications and a root cause could not be determined.